Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and the display went solid yellow. The recorder printed error code #4. The pt was switched to anothr unit and therapy was continued. No pt injury was reported.